Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charging pad displayed a blue blinking light and did not charge the ilet despite power cycling and reseating the device, consistent with a charger not functioning as intended. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no user injury, no medical intervention, and no interruption of therapy beyond charging. Investigation included remote troubleshooting and product replacement. Investigation of this case revealed an apparent malfunction of the charging pad that persisted after basic use checks. It was concluded that the event was attributable to a device component malfunction of the charging pad, with resolution through replacement, and no patient harm.